Manufacturer narrative:
Additional information was received on february 7, 2020. The capsular contracture was baker grade IV. When the devices were explanted they were replaced with 300cc gel implants. The impacted product was received by the failure analysis lab on february 13, 2020. The investigation of the returned device was completed by the failure analysis lab on february 25, 2020. Device evaluation summary: according to the information received, the patient developed capsular contracture. During visual inspection of the device, a crease was found on the anterior posterior views. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: 275cc mentor memorygel breast implant, catalog #3502754bc, serial number # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 275cc mentor memorygel breast implant experienced left sided baker grade iii capsular contracture post procedure. The left side appeared to have shifted into the armpit and was very painful. The diagnosis of capsular contracture was ultimately made by a medical professional. As a result, an explant was performed on (B)(6) 2020.